Manufacturer narrative:
This report is submitted on july 07, 2021.

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). Reimplantation is planned but had not taken place at the time of this report. This report is submitted on august 18, 2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.